Event description:
Suture breakage & fray. Customer reports that suture frayed and broke during coronary artery bypass graft surgery. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.